Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4, PMA/510(k) number under g4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13-jan-2026 against "lot number 6013541 and similar malfunction code (s) soft cannula bent/kinked/crimped after removal - reduce flow, soft cannula bent/kinked/crimped after removal - blockage and soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6013541 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 13-jan-2026 against "lot number" criteria equal 6013541 and similar malfunction code (s) soft cannula bent/kinked/crimped after removal - reduce flow, soft cannula bent/kinked/crimped after removal - blockage and soft cannula found kinked upon removal from infusion site. The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013541 was manufactured according to the work instruction (wi) version 123 and manufactured in the line inset 3 on 01/jun/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula found bent upon removal from infusion site. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013541 and related malfunction codes for soft cannula issues. Two complaints was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set kinked cannula issue on (B)(6) 2025 which leads to high blood glucose. The patient treated by bolus via pump. The patient noticed symptoms within 3 hours of insertion, and the site of insertion was arm. The patient initially went to the emergency department on (B)(6) 2025 and eventually hospitalized and then shifted to intensive care unit (ICU). The blood glucose was more than 500 mg/dl and was treated by intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. The patient resolved issue by replacing infusion set and resumed insulin deliveries successfully. No further information available.